Event description:
The following was reported to carefusion - six electrodes were used for holter monitoring and they were kept on the skin of patient for 24 hours. After, the patient had a cutaneous rash and blisters occurred. Intervention required: yes. Dressing of blisters.

Manufacturer narrative:
(B)(4) - a complaint sample was not available for evaluation at the time of submission. If additional information becomes available a follow-up will be submitted.